Manufacturer narrative:
Evaluation summary: the liner was disposed of at the hospital and no photographs have been received therefore a condition of the liner is unknown. No other complaints of any type have been received for this lot. With the available information an exact cause for the surgeon's difficulty cannot be determined at this time. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications.

Event description:
It has been reported that surgeon had difficulty inserting a tm reverse 3mm offset poly liner, which resulted in fracturing the humerus. A size 0 poly liner and a size 9 spacer were implanted.